Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used in a stent placement procedure on a male patient (weight unknown) in 2007. According to the complainant, the stent would not deploy. The device was removed and a second ultraflex covered esophageal stent was placed which prolonged the procedure "between 30 and 45 minutes." At the conclusion of the procedure, the patient's condition was reported as "stable."

Manufacturer narrative:
Note: the event, as originally reported, did not indicate a reportable malfunction; however, evaluation of the returned device is consistent with an MDR-reportable malfunction. This manufacturer report is being submitted based on these evaluation results. A visual examination of the returned device revealed that the distal stent loops were partially deployed and the deployment suture thread had entangled with the black monofilament retention suture (see figure 1, page 3). A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no additional complaints have been reported for the lot. The december 2007 15-month ultraflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.